Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. D08060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test : no". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic/abdominal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding"), abdominal pain ("pelvic/abdominal pain") and scoliosis ("scoliosis"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, weight increased and scoliosis outcome was unknown and the dysmenorrhoea, menorrhagia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, scoliosis and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding. Essure insertion date discrepancy: (B)(6) 2016, (B)(6) 2016. Current weight 187 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Batch no d08060 production date (B)(6) 2014expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received event added scoliosis and reporter was added a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. D08060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test : no". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic/abdominal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding") and abdominal pain ("pelvic/abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and weight increased outcome was unknown and the dysmenorrhoea, menorrhagia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding. Essure insertion date discrepancy: (B)(6) 2016, (B)(6) 2016. Current weight 187 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: pfs and mr received: lot number was added. Event weight gain added. Event onset date, essure insertion date and rcc were updated. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test : no". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), pelvic pain ("pelvic/abdominal pain") and abdominal pain ("pelvic/abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation outcome was unknown and the dysmenorrhoea, menorrhagia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: event injury was replaced by perforation: fallopian tubes, dysmenorrhea (cramping),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), essure confirmation test : no added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. D08060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test : no". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic/abdominal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding") and abdominal pain ("pelvic/abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and weight increased outcome was unknown and the dysmenorrhoea, menorrhagia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding. Essure insertion date discrepancy: (B)(6) 2016. Current weight 187 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Batch no: d08060. Production date: 2014-09-17, expiration date: 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.